Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be "bended tube." A potential root cause for this failure could be "incorrect assembly operation of tube coiling (incorrect assembly)." The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or damaged or if any imperfection or surface deterioration is observed, do not use. Remove protective cap from drainage tube catheter adapter and connect drainage tube to catheter. Position hanger on bedside rail near the foot of the bed. Use sheeting clip to secure drainage tube to sheet, important: position drainage tube in a straight fashion from catheter to drainage bag. To empty bag: remove outlet tube from housing: gently squeeze connector arms and pull tube from housing. Release clamp and empty bag. After emptying, reclamp outlet tube and slide connector into housing until connector arms engage. "

Event description:
It was reported that the drain bag had vapor lock.